Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested by fax and mail on 04/16/2009 and by phone on 04/16/2009, 04/21/2009 and 04/27/2009. A completed questionnaire has not been received. This report was mailed to FDA on: 05/01/2009.